Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the arts zee iii ceiling unit. During a patient procedure, no x-ray release was possible. The patient was relocated to an alternate system to complete the procedure. However, additional information was received that the patient passed away. Siemens requested additional information to proceed with the investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported issue. The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, log file analysis, and complaint part). During a procedure on (B)(6) 2024 at 8:24 pm, the message "tube hot, have a break" was displayed to the user. The customer continued the imaging until 8:34 pm. Then the system has been restarted by the user. After system restart, the error message ¿no x-ray, tube too hot¿ was displayed and x-ray was blocked. According to the information provided, the patient was then relocated to an alternative system, where treatment was continued at 9:00 pm. After several minutes, the patient's health condition deteriorated. Unfortunately, the patient died after midnight. The onsite service intervention showed a problem with the cooling unit pump. Therefore, the cooling unit was no longer able to dissipate the heat generated by the x-ray tube. In this scenario, a multi-stage detection and warning mechanism is activated. In the first stage, the system displays the message "tube hot, have a break" to the user, so that the procedure can still be stopped in a controlled manner. If x-ray imaging is continued and tube temperature increases to an upper limit, x-ray imaging is blocked and the system displays the message "no xray, tube too hot". The detailed investigation of the defective pump showed that after removing the pump from the unit, the pump shaft could not be turned. Then the pump was disassembled and inspected. The following damages were found: ¿ the inside surface of the carbon liner is scored. ¿ the stainless-steel vane pins are bent, and one vane pin has become displaced into the rotor slot. ¿ the rear edges of the carbon vanes are damaged. ¿ the carbon liner is fractured in three places. ¿ there is carbon debris inside the pump. Damages caused from external sources can be excluded as the external body of the pump showed no damage and no foreign material was found in the pump and filter. According to experts, this damage was most likely caused by air entering the cooling system. An insufficient coolant level will inject air into the water flow, which will as final consequence damage the pump if persistent over a longer time. When the pump is pumping a mixture of water and air, this mixed flow creates low pressure at the center of the pump which causes the carbon vanes to slam back into the rotor slots and repeatedly contact the vane pins. Debris from the vanes and vane pins cause further damage to the internal components of the pump. The deformed and displaced vane pins prevent the vanes from moving in the rotor slots and the resulting torque causes the carbon liner to fracture and the pump to fail. For this reason, the cooling system's fluid reservoir must always be sufficiently filled. If the fluid level is too low, a vortex can form in the fluid and draw air into the system. Checking and topping up the fill level is part of recurring maintenance as well as part of the instruction for operator. To reduce the likelihood of a low water level, an update was carried out in (B)(6) 2022, in which a level monitoring sensor was installed to proactively display the user message "tube cooling water level low: refill according to operating manual" in the event of a low water level. The available log files, which only contain recordings beginning from two days before the event, show no entry that the fill level had fallen below the minimum fill level, nor that a cooling problem was already present before the pump finally failed. Therefore, whether and when air actually entered the cooling water system could not be determined retrospectively. The occurrence rate of the identified cause (cooling unit pump defect) has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. This complaint has been closed.